Manufacturer narrative:
Device available for evaluation updated. Device codes added. Device evaluated by manufacturer updated. Evaluation codes added. Product evaluation: failure analysis for fiber s-llf273tg / s273-717a: the distal end of the glass fiber exhibits signs of usage; the fiber is broken within the fiber blue outer sheath, and detached at 2 feet and 7 inches from distal tip; the length of second piece including the connector is 9 feet and 3.5 inches; black discoloration was noted at near break location within blue jacket; the fiber exhibits signs of slight melting at the locations of fracture; the fiber was tested with hene laser fixture, aim beam is visible at the break. Probable root cause: based on the device analysis, the probable root cause of the failure is: excessive bending.

Event description:
It was reported that during a procedure, it was noted that the fiber broke at the entrance of the ureteroscope. It is unknown how the procedure was completed. Patient outcome: no report of injury to the patient.